Event description:
Same case as #2134265-2008-00524. It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The lesion was located in a very calcified and tortuous right coronary artery. The physician attempted to advance a 3.5 x 20 mm liberte stent, however, it became "loose" after hitting some calcium. The device was removed and it was noted that the stent had moved slightly off the balloon. The physician was then given another 3.5 x 20mm liberte stent and noticed that the distal tip of the stent struts were flared out. This second stent never entered the pt. The physician went on to try to place a 3.5 x 16mm liberte bare metal stent and another MFR's stent but neither was unable to cross the lesion. The procedure was completed with the use of a cutting balloon and a liberte stent was successfully deployed. No pt complications occurred. Pt status is satisfactory.